Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. A two second pause was observed on external telemetry, however it was unclear whether the patient was pacer dependent. This crt-p was explanted and replaced the following day. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.